Manufacturer narrative:
Manufacturer's investigation conclusion: the universal battery charger (ubc) was evaluated following the reported event of a burn mark on the 14v battery. There was no photos or log files submitted for review. The ubc, serial (B)(6), was not returned for analysis. There were no reported issues with the unit. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Battery usage and charging faults are addressed in the heartmate 3 lvas patient handbook (rev. D), heartmate 14 volt li-ion battery instructions for use (IFU) (rev e) and the heartmate universal battery charger (ubc) IFU (rev. B). Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot ubc alarms. Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the cause of the burn marks was not identified. The ubc remained in service.

Event description:
It was reported that there were black burn marks where the 14v battery was connected in the hospital universal battery charger (ubc). Related manufacturer's report: 2916596-2023-05449.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Section a4: patient weight has been requested but not yet provided.